Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse observed that the system did not boot up due to host pc memory failed. The defective host pc was returned to philips for analysis and found the fault in dimm (dual in-line memory modules). Due to manufacturing issues, dimm may not function as intended, leading to dimms issue. Philips has initiated medical device correction z-1156-2024. To resolve this issue, fse replaced the malfunctioned host pc and installed new pc and uploaded the system license. The system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system did not boot up successfully. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.